Event description:
It was reported that balloon rupture occurred. The target lesion was located in a innominate vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced to dilate the lesion; however, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient harm nor complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 6mm distal to the distal edge of the distal markerband and extending approximately 30mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination identified a kink on the shaft of the device located approximately 50mm proximal of the proximal balloon to shaft bond. This type of damage is consistent with excessive force being applied to the device. No other issues were noted with the device during analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a innominate vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced to dilate the lesion; however, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient harm nor complications were reported.